Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping. Upon interrogation, this device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Health care professional was not able to send device data to complete analysis. Device replacement will be scheduled for a future date. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned as it is being retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received providing confirmation that the device was explanted and replaced with a non-bsc product. No additional adverse patient effects were reported.